Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reason. New lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reason. New lead was replaced. No additional adverse patient effects were reported. Additional information indicates that the lead was perforated, and the physician did not want to remove it due to additional concerns for the patients' age & condition. In addition, the patient reported dizziness, and an extended hospital stay due to lead issues.